Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-1999hh ratcheting handle, ar-9597-20 angled reamer sleeve, and an ar-9676 angled reamer failed. This occurred during a reverse total shoulder arthroplasty where the patient was not affected or harmed due to these failed instruments but they were not able to be used. The case was completed using new trays.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9597-20 was received for investigation, with an ar-9676, stuck inside. Visual inspection noted signs of wear on the proximal end of the device. Functional testing was not performed due to the returned ar-9676 angled reamer shaft being stuck inside an ar-9597-20 and cannot be moved freely. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.